Event description:
The customer contacted baxter healthcare to report a cryocyte bag breakage. Additional info received from the customer on 09/09/08 is as follows: the type of cells stored in the bag were hematopoietic progenitor apheresis cells (hpc) intended for patient use with a fill volume of 40ml. The fill date was (B) (6) 2008. Following the break, which was noticed during thawing, the cells were placed in a -80 degree c mechanical freezer. The break was described as being a small break at the seam of the bag. As the sample is available for evaluation, the customer indicated that all viral markers are negative. As a result of the break, the customer indicated that the patient received a reduced dose of 3.37 x 10e6 cd34+/kg when the intended dose was 3.87 x 10e6 cd34+/kg. The customer indicated that they were not aware of any damage or deviation from standard procedure that may have occurred to the bag during filling, freezing, storage, or transport. The customer did indicate that the laboratory started storing frozen hpc, apheresis products in vapor phase of nl2 at<-150 degrees c on (B) (6) 2006.

Manufacturer narrative:
(B) (4). The sample has been reported to be available and has been requested. A follow-up report will be submitted when evaluation of this sample has been completed.